Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the ventricular lead was implanted first and tested threshold was well. Then the atrial lead was implanted but threshold was always not well although physician tried several positions, it failed to pace even under 5v. When the ventricular lead was rotated out, the patient suddenly experienced sweating and sense of suppression in the chest, patient's blood pressure dropped. Physician diagnosed it as acute cardiac tamponade and terminated the operation. The leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.